Event description:
Complainant alleged that while attending to a female pt, the clinician attempted to defibrillate with electrodes three times and the device would not discharge. The clinicians then switched to paddles and was not able to discharge on the first and second attempt; on the third attempt the device discharged and the pt's heart rhythm converted. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that the electrodes used during the event were discarded.